Manufacturer narrative:
The reported event of "the insulation on the right ventricular (rv) lead was twisted" was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/ tissue. Visual examination of the lead noted the outer insulation was twisted consistent with procedural damage. The cause of the reported event was due to procedural damage.

Event description:
During an initial implant procedure, the insulation on the right ventricular (rv) lead was twisted. The rv lead was explanted and replaced to resolve the event. The patient was stable.